Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation under the patch. The irritation was described as red, raised, and broken skin. The patient reported scabbing. There was no alleged device malfunction contributing to the irritation. The patient reported speaking to the doctor about the irritation but there is no indication that the patient received medical intervention. Outcome of the irritation is unknown, reporting out of the abundance of caution.